Manufacturer narrative:
(B)(4). Date sent: 08/03/2021. D4: batch # unknown.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information received: the device was used for the dst anastomosis. It is unknown if bleeding occurred, or the target tissue was damaged. The procedure was not converted. Leakage occurred from the anastomosed site 3 days after the surgery, so the reoperation was performed. There is a possibility that this case was caused because of the device in question. The patient¿s condition is stable. Could you please clarify how device was removed? No further information is available. How many counter-clockwise revolutions were used to open the device? 3/4 counterclockwise. How was it confirmed that the anvil was free from the tissue prior to removing? No further information is available. After firing was the adjusting knob turned ? To ? Revolutions? Yes, adjusting knob turned. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? No further information is available. Who fired the device? No further information is available. Who removed the device? No further information is available. Was the safety reset prior to removal? No further information is available. What was the users experience with the device? No further information is available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Was the knife still exposed when the firing handle was returned to the open position? If so, how many millimeters was it exposed? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? What is the current status of the patient?

Event description:
It was reported that during a sigmoidectomy procedure, the device could not be removed from the patient although the adjusting knob was rotated 3/4 counterclockwise. The anastomosis was completed properly. When the device was checked after it was removed from the patient, it was found the knife was being protruded. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 12/16/2021. Additional information was requested, and the following was received: what were the indications for surgery? No further information is available. Did the patient receive any preoperative chemotherapy or radiation? No further information is available. Did they manually have to open the handle back to the original open position? No further information is available. How many devices were used in the initial procedure? One device. Was the knife still exposed when the firing handle was returned to the open position? No further information is available. What healthcare professional fired the device and what is his/her experience with the device? No further information is available. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? No further information is available. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? No further information is available. Was the device difficult to close? No further information is available. Was the device difficult to fire? No further information is available. Did the healthcare professional receive audible & tactile feedback when firing the device? No further information is available. Were the donuts inspected? No further information is available. Was a complete transection of the white breakaway washer visually confirmed? => no further information is available. Were there any issues noted with staple formation at any point throughout the care of the patient? No further information is available. Was a leak test performed? No further information is available. Was the staple line visualized endoscopically during the initial surgical procedure? => no further information is available. How was the leak identified? No further information is available. What was observed at the site of the leak upon reoperation? No further information is available. How was the leak addressed? Re-operation was performed. What is the current status of the patient? The patient's condition is stable. Sales rep tried to the get the additional information, but no information is gotten yet.

Manufacturer narrative:
(B)(4). Date sent: 10/25/2021. D4: batch # u5e970. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ecs25a device arrived with the anvil missing, the knife, and the drivers exposed. The breakaway washer was not present and there was no staples present; however, the knife was noted to have nicks. The device was disassembled to verify the integrity of the internal components and the driver links were found to be disengaged from the compression element. Damage noted on the legs of the drivers and the compression element, are a likely cause for the knife not retracting below the guide face. The damages observed on the driver links and compression element were confirmed. The damage on the knife is consistent when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. The device was sent to cincinnati for additional evaluation. Upon arrival in the cincinnati pi lab, the primary intent of the analysis was to further investigate the disengaged compression element including performing a CT scan of the device. Initial analysis confirmed the juarez analysis showing damage to the retention features of the driver links and compression element. The device was partially re-assembled to perform the CT scan to look for causes of the disengaged compression element. It was observed in the CT scan that the shaft of the device appears to have a narrowing around where the drivers move inside. This narrowing is in the area where the magnetically formed joint between the casing and shaft occurs. The narrowing is consistent with this mechanical crimping process and can cause the shaft to narrow against the driver legs. This device passed in-line inspections that include monitoring trigger opening and did not exhibit higher than normal friction as a result of this shaft to driver contact. The disengaged compression element would not return the knife to the home position as intended. The potential cause of the disengaged compression element is multi-factorial. It can include design, manufacturing, and use causes. There were no out-of-specification component features found and no manufacturing process nonconformities. All devices are 100% fired in-line where component or manufacturing defects would be screened for disengaged compression element via exposed knife and trigger opening inspections. Given the successful in-line firing the cause of the disengaged compression element is not solely design or manufacturing. External causes, including use causes, may have played a role in the disengaged compression element found on this device. Potential use causes could include staples or tissue stuck in the end effector increasing the friction between components or excessive opening forces applied to the firing trigger. Attempts to confirm these potential causes with the surgical team were unsuccessful. Given the available information including the investigation and review of additional data done, it is most likely that the leak occurred as part of the inherent risk related to the procedure. Anastomotic leak is an acknowledged complication following colorectal resection surgery. Though the impact of the exposed knife and difficulty removing cannot be completely ruled out as to causing soft tissue damage, it is routine practice that surgeons evaluate the operative site including staple line for leaks, hemostasis, and tissue issues during operation and that the surgeon would potentially note any potential effect of the issue. The inherent risk of the procedure likely plays as the major factor for the event noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.